Event description:
According to the complainant, during the procedure, it appeared the prolieve system's prosthetic balloon was leaking. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
Note: the event, as reported, did not reflect an MDR- reportable scenario; however, evaluation of the returned device, which was completed in 2008, revealed an MDR-reportable malfunction. This manufacturer report is submitted based on the evaluation results. A visual examination of the returned device revealed issues indicative of a poor catheter and anchor distal bond weld. Performance analysis found water dripping from the water return port and air bubbles coming from the water return port of the catheter, after water was injected. The customer's complaint is confirmed. A review of the device history record for the prolieve thermodilatation kit lot # 0000606304 was performed, no anomalies were noted.